Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she fell while ice skating and the insulin pump has a partial display. Customer stated that the display has a line she cannot read. Blood glucose value was 97 mg/dl. . Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked lcd zebra connector. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.